Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 05-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system application was very slow. A field service engineer observed that the station was not communicating, showing 'offline' in remote smart service (rss) with a disconnected icon on the screen. Logged in as care fusion (cfn)admin and unable to ping the gateway. The ethernet connection displayed 'unidentified network.' A new network cable was tested but did not resolve the issue. The station was then connected to the network port used by a nearby hospital terminal, where the ethernet connection registered as 'network 2.' After rebooting, the station came online in rss and the disconnected icon cleared. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the application was very slow during login, the station was on critical override, and the remote support service was also offline. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.